Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported hospitalization and high blood glucose. Customer stated she often had pain her shoulder and when she does her blood glucose goes high. Customer stated that her blood glucose went over 600 mg/dl. Customer stated that she had high blood glucose due to pain in her arm and she feels it was not due to the insulin pump. Customer stated she was given intravenous to treat high blood glucose. Customer was wearing the insulin pump at the time of emergency visit. Customer mentioned the significant event leading to emergency room visit she had seizures and pain in her arm. No further information provided.